Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues from reusing the cartridge multiple times, which caused an occlusion alarm on (B)(6) 2026. The patient blood glucose level was high and was treated with a manual injection. No further information available.